Event description:
It was reported to philips that the device would not shock. The customer connected the device to an analyzer and the device failed to shock. The customer connected the same accessories to another defibrillator and it successfully charged. There was no patient involvement.